Manufacturer narrative:
Additional information was received that the needle did not break into separate pieces. There was no apparent damage to the device prior to use and it was prepared as specified by the instructions for use. All specified ports were flushed. The catheter prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep did the cannula. There was no difficulty advancing the outback over the guidewire. Patient demographic information is not available. The reporter also indicated 'in my point of view, the needle broke before the procedure while retracting it outside the patient. Then, the system was placed within the patient and it was observed that the system did not work. So, the needle did not break within the body of the patient.' Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The needle of the outback device was broken during surgery. The correct deployment of the needle was not possible because it was broken in itself. Therefore, the retraction was not possible. The outback was removed without difficulties and the procedure has been finished with a new outback-system. No harm, no complications reported.

Manufacturer narrative:
Additional information was received that there was no problem checking the outback during prep but then there was difficulty actuating the needle when the outback was in the patient - the needle could not be deployed in patient. Therefore, this malfunction does not meet the criteria of an event that requires MDR reporting. The previous event reported is considered "retracted." No further reports will be forthcoming.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.